Manufacturer narrative:
H3 and h6. Evaluation codes: updated. During device analysis, the alarms work when triggered but the speaker doesn't put out any sound which confirms the complaint. The cause was a faulty printed circuit board (pcb). Replaced the pcb and the device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that speaker is not functioning. When it alarms, it shuts off and the lights go on. This was found during preventive maintenance servicing . There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.